Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to interrogate. At this time, a successful interrogation has not been confirmed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.